Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patients first artificial urinary sphincter (aus) device was replaced on 2019 due to erosion. The patient also experienced erosion with the aus device implanted on that date, so he underwent a surgical procedure on (B)(6) 2020 to explant his device. The patient is scheduled for a reimplant procedure on (B)(6) 2021.

Manufacturer narrative:
Investigation summary based on the information available, the cause that contributed to the reported erosion cannot be established as the product is not available for analysis. Device history record (DHR) the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. However, there are several failure modes of the device and one of them could be having the device for a long period of time and it is produced by the tension of the device on the distal urethra at the meatus, leading this to erode the tissues and producing damage. Labeling review a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patients first artificial urinary sphincter (aus) device was replaced on 2019 due to erosion. The patient also experienced erosion with the aus device implanted on that date, so he underwent a surgical procedure on (B)(6) 2020 to explant his device. The patient is scheduled for a reimplant procedure on (B)(6) 2021.